Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on screen making it harder to read and the buttons are harder to press. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had big cracks on top close to battery area and close to top of reservoir window. He insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened button dome switch and partial unlocked lcd keypad connector and a broken reservoir tube lip noted during visual inspection. We were unable to perform all functional testing including the displacement, operating currents, a21 error, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the buttons not responding. The pump was received with broken battery tube threads and minor scratches on the lcd window. The p-cap did not lock into the reservoir compartment properly due to a completely broken reservoir tube lip.